Event description:
It was reported that during a laparoscopic appendectomy procedure, the tip of the device fell off in the abdomen, and was retrieved. The procedure was completed by using another like device. There was no pt consequence.